Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed. However, the type of the material was unable to be identified. Additionally, no physical damage of the device was confirmed where the foreign material was remained, and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use (IFU)which states: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign body in the nozzle. There were no reports of patient involvement.